Event description:
Ans was advised on (B) (6) 2009, that the pt was implanted with an scs system on (B) (6) 2003. The ipg was revised on (B) (6) 2009, due to normal product end-of-life. During the revision procedure, the percutaneous lead exhibited invalid impedance and no stimulation. The percutaneous lead was explanted and replaced with a surgical lead. The explanted lead was discarded and will not be returned to ans for eval.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilizations records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.